Event description:
It was reported that a malfunction alarm occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset, restarted the continuous glucose monitor, and resumed insulin deliveries on their own. The pump was replaced to resolve the issue, and the customer will use current pump and will reach out to their healthcare provider (hcp) for insulin therapy until the replacement arrives.